Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was getting kinks in her infusion sets and no delivery alarms on the insulin pump. Customer's blood glucose was 470 mg/dl. Customer treated with a manual injection. Customer stated that she has a back-up plan. Customer stated that the alarm occurred previously and during a bolus. Customer stated that the alarm is not recurring and the issue was resolved by a complete set change. Customer was advised that the pump is working as designed. Customer stated that she will do a new set change and try the upper rear since she normally wears it in the stomach. Customer was advised to do a complete set change as soon as possible. Customer does not want to return the set or reservoir for analysis.